Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that alaris pump module blood set was damaged the following information was received by the initial reporter with the following verbatim: staff have been reporting this issue has been happening and the only way to rectify is repriming with new tubing. They have tried several different channels each time but the only resolution is changing the tubing. Ref number (B)(4).

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that the pump kept warning of an air-in-line issue. No product or photo was returned by the customer. The customer complaint of air-in-line could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.